Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, burning sensation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. The patient reported that she was feeling burning on her right breast and developed a lump. The patient had a mammogram and a sonogram performed that showed right breast prosthesis rupture. As a result, the patient underwent bilateral explantation and replacement with natrelle breast prostheses on (B)(6) 2020. The suspect medical device was discarded after explantation surgery.